Event description:
The patient was scheduled for minimally invasive aortic valve replacement. However, analysis of his ICD showed nonfunctioning right ventricular (rv) dual-coil electrode. His left ventricular (lv) and coronary sinus electrode was problematic in its placement with the procedure having approximately six hours duration to place this lead. He has had some issues of diaphragmatic stimulation since that time, but these have been managed with reprogramming. The patient is seen for consideration of right ventricular lead management. The following is taken from the operative note: the rv dual coil electrode was withdrawn from the header of the device. The patient remained paced externally. This lead active fixation device was examined under magnified fluoroscopy. It appeared to be only partly deployed. The lead was in the right atrium more at the atrial rv junction near the tricuspid valve. We were readily able to relocate the lead more distally into the right ventricular apex. However, we were unable to deploy the active fixation device at this time. There was no disruption of the lv or right atrial electrodes. We elected now to abandon approach of lead extraction anticipating that the patient would require full systemic heparinization for his valve replacement surgery. Accordingly, the wound was closed with running 3-0 nylon vertical mattress sutures for skin closure.....following aortic valve replacement, I returned to the operating room. We opened the incision once again removing all suture material. The device was delivered into the wound. We had anticipated exchanging the lead through an introducer, but we were unable to continue pacing the patient in the absence of the rv lead. Accordingly, the left subclavian vein was cannulated through the wound and a guidewire advanced under fluoroscopy. A dilator and introducer were passed over this guidewire and through this a dual-coil bipolar active fixation ptfe coated defibrillator electrode was passed. It was guided into the floor of the apex of the right ventricle where it was actively secured and the following pacing parameters measured; stimulation threshold 0.7 v and impedance 1090 ohms. These data were acceptable. There was no disruption of the right atrial (ra) or lv electrodes. With the patient now paced through this new electrode, we applied a constant gentle traction to the old rv electrode and removed it. After removal, we examined the lead and could still not deploy the active fixation device. There did not appear to be any tissue ingrowth macroscopically in the end of the lead.the patient was discharged home in good condition, and had had no other inpatient admissions since.